Manufacturer narrative:
All alarms performed according to specifications. Accuracy tests were within specifications. Complaint could not be confirmed.

Event description:
Info received indicates that the pump is running but is not delivering food.